Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (with or without conformed blockage)/ ectopic pregnancy'), device dislocation ('coils are not positioned correctly/ coils that migrate'), device breakage ('coils that break'), perforation ('coils that perforate other organs') and device expulsion ('coils that are expelled') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), immune system disorder ("immune effects"), nervous system disorder ("neurological effects"), pelvic pain ("pelvic pain"), adnexa uteri pain ("ovarian pain"), genital haemorrhage ("chronic bleeding/ excessive bleeding"), menstruation irregular ("irregular periods") and dyspareunia ("painful intercourse") and was found to have hormone level abnormal ("hormone systen maybe derailed"). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, device breakage, perforation, device expulsion, immune system disorder, hormone level abnormal, nervous system disorder, pelvic pain, adnexa uteri pain, genital haemorrhage, menstruation irregular and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered adnexa uteri pain, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, immune system disorder, menstruation irregular, nervous system disorder, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- ectopic pregnancy with contraceptive device, device dislocation, device breakage, perforation, immune system disorder, hormone level abnormal, nervous system disorder, pelvic pain, adnexa uteri pain, genital hemorrhage, menstruation irregular, dyspareunia, device expulsion no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (with or without conformed blockage)/ ectopic pregnancy'), device dislocation ('coils are not positioned correctly/ coils that migrate'), device breakage ('coils that break'), perforation ('coils that perforate other organs') and device expulsion ('coils that are expelled') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), immune system disorder ("immune effects"), nervous system disorder ("neurological effects"), pelvic pain ("pelvic pain"), adnexa uteri pain ("ovarian pain"), genital haemorrhage ("chronic bleeding/ excessive bleeding"), menstruation irregular ("irregular periods") and dyspareunia ("painful intercourse") and was found to have hormone level abnormal ("hormone systen maybe derailed"). At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, device breakage, perforation, device expulsion, immune system disorder, hormone level abnormal, nervous system disorder, pelvic pain, adnexa uteri pain, genital haemorrhage, menstruation irregular and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered adnexa uteri pain, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, immune system disorder, menstruation irregular, nervous system disorder, pelvic pain and perforation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- ectopic pregnancy with contraceptive device, device dislocation, device breakage, perforation, immune system disorder, hormone level abnormal, nervous system disorder, pelvic pain, adnexa uteri pain, genital hemorrhage, menstruation irregular, dyspareunia, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.